Event description:
St. Jude medical has received a report that a pt experienced post-hemostasis bleeding following an angio-seal deployment and a large hematoma developed. Further info has been requested.